Event description:
During an electrophysiology study of an atrio-ventricular node ablation on (B)(6) 2013, to ensure pacing during the procedure, the physician programmed the "pacing on noise" feature to on. However, pacing therapy was not delivered as expected and the patient had several pauses during the procedure. An explanation regarding the functioning of this feature was required in addition to a modification request so as to allow the programming of asynchronous pacing mode in such cases.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.